Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot number: 4384563) was received at us cq. Upon visual inspection it was noticed that the needle component is bent at the distal end and the protection sleeve component is missing. The overall complaint was confirmed for the depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot number: 4384563) as the device was bent at the distal end and is missing the protection sleeve. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:319.004, synthes lot number: 4384563, supplier lot number: n/a, release to warehouse date: 22feb2002, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments, the hexagonal screwdriver and hexagonal screwdriver shaft were discovered stripped. The cannulated hexagonal screwdriver tip was noticed bent and will not allow a 2.8 mm pin to pass through it. The tip of the spare tip for depth gauge and the depth gauge were also found bent. There was no patient involvement. Concomitant device reported: unknown 2.8mm pin (part # unknown, lot # unknown, quantity # 1), depth gauge for 1.3mm and 1.5mm screws (part # 319.004, lot # 4384563, quantity # 1), spare tip f/depth gauge no. (Part # 03.130.250, lot # l509346, quantity # 1), cannulated 4.0mm hexagonal screwdriver (part # 314.05, lot # 1688885, quantity # 1), 3.5mm screwdriver shaft hexagonal-long (part # 03.100.033, lot # l377920, quantity # 1). This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 4 of 4 for (B)(4).